Event description:
It was reported that a patient experienced bacterial peritonitis manifested as abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for peritonitis. The cause of peritonitis was reported as a micro leak internally in the patient¿s bowel. On an unreported date, subsequent to hospitalization, the patient was treated with cefatin (dose, frequency and route not reported), gentamycin (every 48 hours, dose and route not reported) and flagyl (dose, frequency and route not reported) for the peritonitis. The treatment with gentamycin and flagyl were ongoing at home. The patient was discharged from hospital and recovering from the peritonitis event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number(s) gd895250 and gd895417 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.